Event description:
It was reported that stent fracture occurred. A 2.50 x 12 synergy drug-eluting stent was selected for use. However, during procedure and just before using the stent, it was observed that the stent strut was broken. The device was replaced with another synergy drug-eluting stent and the procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that stent fracture occurred. A 2.50 x 12 synergy drug-eluting stent was selected for use. However, during procedure and just before using the stent, it was observed that the stent strut was broken. The device was replaced with another synergy drug-eluting stent and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 12mm stent delivery system was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. The hypotube was broken 74.3cm distal to the distal end of the strain relief and multiple kinks were noted along the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. No issues were noted on the stent. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. The bumper tip showed no signs of distal tip damage.